Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue was identified while preparing the system. No harm to the patient or user was reported. A philips field service engineer (fse) spoke with the customer. However, the system was out of warranty so no work could be done by philips to identify a root cause for the event. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.